Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
T was reported from the site that the patient seen in clinic. Upon checking backup controller, clinician forgot to re-insert red alarm adapter prior to removing power from controller. Manufacturer representative on-call via phone observed that the "no-power alarm" emitted for a few seconds, but then shut off prematurely. It is suspected that the internal backup battery is at-risk for not alarming in "normal operation". An elective controller exchange was performed and it was noted that there were no effect on patient.&#2062;o additional information available.&#842;

Manufacturer narrative:
The reported event of a no power alarm ending prematurely could not be confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. When the controller was disconnected from external power sources, the no power alarm met specification for duration. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.